Event description:
It was reported that the customer experienced a malfunction with their insulin pump, leading to incorrect insulin delivery times due to an am and pm switch. This issue caused the customer to have a high blood glucose level of 485 mg/dl and required them to visit the emergency room and subsequently be hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin, and potassium. Additionally, they received and understood off-label insulin messaging from technical support. The customer was released from the hospital the next day with no permanent damage identified by healthcare professionals.